Event description:
The hospital reported that a patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed due to loosening of the g7 shell. The surgeon removed the bis-spherical shell and replaced it with the hemispherical g7 shell with a textured surface.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The hospital reported that a patient underwent an initial hip arthroplasty. Subsequently, a revision procedure was performed due to loosening of the g7 shell. The surgeon removed the bis-spherical shell and replaced it with the hemispherical g7 shell with a textured surface.